Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat irregular menses, menorrhagia and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of a dilation and curettage, endocervical curettage, hysteroscopy, novasure endometrial ablation and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/27/2016. Additional information: age/date of birth.

Manufacturer narrative:
It was reported that following insertion patient experienced urgency and leakage.

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed urinary incontinence.